Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, fault code was cleared without recurrence, and caller chose to load new cartridge independently later; caller was advised to continue using pump and to call back if malfunction alarm happened again, and confirmed understanding of instructions.